Event description:
The nurse reported that, the patient presented to the emergency room "unresponsive" following a catheter revision. The revision was performed as the catheter was apparently occluded. The priming bolus following the revision was verified to be correct. The reporter stated that there was morphine 50 mg/ml concentration and the daily dose had been programmed in a simple continuous mode at a minimum rate of 2.4 mg/day. The dose was deemed to be too high. The pump was refilled with 6 mg/ml and the desired daily dose of 0.5 mg/day was to be programmed. The reporter attempted a system content removal procedure, but was unable to access the catheter access port due to the stature of the patient. The reporter was planning to stop the pump. Narcan drip was being administered. Final patient outcome was not reported.